Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (arm). As treatment, a new pod was applied.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (arm). As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.